Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented via merlin.net transmission. Upon review, the pulse generator exhibited noise. The device was reprogrammed. The patient was in stable condition and would continue to be monitored.